Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 260 mg/dl while wearing the pod 72 hours or longer. The patient's sugar levels were monitored and received prescription for blood glucose test strips and ketones. The patient remained on insulin pump therapy for treatment while at the hospital. The patient was discharged after 10 days.